Event description:
Reportedly, during the interrogation of the ICD, the battery measurement was < 3v the device was not implanted.

Manufacturer narrative:
The device was manufactured on 19 october 2022. On (B)(6) 2024, the battery voltage was measured at 2.96v. Files analysis revealed that charge tests were performed on (B)(6) 2024 (probably to check the device before a potential implantation). On (B)(6) 2022, the shocks should have probably been temporary activated then de-activated. This action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. Upon reception, it was confirmed the device was switched into this specific mode. It should be noted that the battery voltage is sensitive to temperature. As described in the manual, after a charge, the battery voltage decreases and then re-increases in the 2 following weeks. On (B)(6) 2024, the battery curve is consistent with the switch into the specific mode on (B)(6) 2022, and one charge on (B)(6) 2024. No issue is suspected on this device.

Manufacturer narrative:
This case has been reopened following further investigations : the device was manufactured on 19 october 2022. - on 29 april 2024, the battery voltage was measured at 2.96v. - files analysis revealed that charge tests were performed on 23 december 2022 and 18 april 2024 (probably to check the device before a potential implantation). On 23 december 2022, the shocks should have probably been temporary activated then de-activated or another reprogramming. One of this action switched the device into a specific mode, which is more consuming than the shelf-life mode, which explained the change in the battery curve. The switch into a specific mode after reprogramming (except activation and deactivation of the shocks) is not expected. The root cause of this behavior could not be determined with certainty. The most probable hypothesis would be a software bug. - upon reception, it was confirmed the device was switched into this specific mode. - it should be noted that the battery voltage is sensitive to temperature. - as described in the manual, after a charge, the battery voltage decreases and then re-increases in the 2 following weeks. - on 29 april 2024, the battery curve is consistent with the switch into the specific mode on 23 december 2022, and one charge on 18 april 2024.

Event description:
Reportedly, during the interrogation of the ICD, the battery measurement was < 3v. The device was not implanted.